Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # (B)(4). All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that two syringes 1.0ml 29ga 1/2in 10bag 500 pl/wg had white pieces of plastic in the barrel. This occurred on 2 separate occasions but the date/time and or patient information is unknown. There was also one occurrence where the consumer experienced bruising on her stomach, but did not seek medical attention.